Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: patient with acute iliofemoral thrombosis of left leg was scheduled for inferior vena cava (ivc) placement. Access was gained via the left superficial femoral vein. A venogram demonstrated the ivc filter was deployed infrarenal. Following filter placement, percutaneous thrombectomy of left iliofemoral thrombosis was performed. Follow-up angiogram showed a highgrade stenosis of long segment from the common iliac vein to the external iliac vein. Two stents were placed in an overlapping fashion. Pelvic venogram showed recanalization of the vein and decreased perfusion through collaterals. Procedure went well and hemostasis was achieved. Approximately six years ten months post filter deployment, a CT of the abdomen and pelvis was performed for phlebitis and thrombophlebitis of left femoral vein. The CT demonstrated the infrarenal ivc filter to be tilted, with several legs perforating the ivc wall, some of which impinged on the duodenum anteriorly. The ivc remained widely patent. There was a left common to external iliac vein stent which remained thrombosed, with associated collateral vessels in the anterior pelvic wall. Approximately seven years post filter deployment, the ivc filter was retrieved via the right internal jugular vein. An inferior venacavogram performed during the ivc filter retrieval revealed minimal clot within the filter, and thrombosis of the left common iliac vein. Post ivc filter retrieval inferior venacavogram demonstrated a successful retrieval of the infrarenal ivc filter. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, based on the medical records received, the investigation can be confirmed for filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs. Subsequently, the filter had tilted with the filter embedded in the wall of the ivc. The device was removed percutaneously. The current status of the patient is unknown.